Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi error code 210.6041 account name: (B)(6) account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8100 unit serial # (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: tech needed help on error code 210.6041 on 8100 unit which is a keypad processor on unit before call in he replace the front case w/keypad and still get he same error, next he will replace the display module on unit, but once replace still get same error, unit will have to come in for services repair. Tech thank me for my assist.